Event description:
Customer reports via phone that they have opened a second case of product and still the luer lock nut is allowing the extension tubing to blow off during injection.

Manufacturer narrative:
Root cause identified: no. Defect was not confirmed. Conclusions: device history record was reviewed and no non conformances were found during mfg process. Corrective actions: no corrective action was assigned.